Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that saline fluid leaked at the hub during use with an bd intima-ii y 24gax0.75in mz prn slm npvc. The following information was provided by the initial reporter, translated from (B)(6) to english: leakage at needle hub was noticed when the nurse gave the patient intravenous saline the leaked fluidic is saline solution.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8307924. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that saline fluid leaked at the hub during use with an bd intima-ii y 24gax0.75in mz prn slm npvc. The following information was provided by the initial reporter, translated from chinese to english: leakage at needle hub was noticed when the nurse gave the patient intravenous saline the leaked fluidic is saline solution.